Manufacturer narrative:
H3 other text : device has not been returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged nose irritation, respiratory tract irritation, inflammatory response and lung disease. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In this report box b, g, h has been updated or corrected.

Manufacturer narrative:
Device evaluation information was received on 02/01/2023, and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged nose irritation, respiratory tract irritation, inflammatory response and lung disease. There was no report of serious or permanent patient harm or injury. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was no error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got scrapped. In box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated in this report.